Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. There is no information on whether the patient experienced any symptoms at the time of testing. The patient contacted a medical professional for advice and did not receive any treatment. The meter was previously set to the correct unit of measurement; however, the patient has not recently changed the unit of measurement in the meter settings. Customer service sent the patient a replacement meter. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings.